Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, that while troubleshooting for lost sensor, blood glucose was 48 mg/dl. Customer reported that blood glucose was low due to walking up and down the stairs while troubleshooting on the phone. Customer was not able to troubleshoot due to not feeling well. Customer was advised to check blood glucose every 15 minutes.